Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a suction break inside the visual axis during laser treatment of the left eye. The patient was retreated at a thicker depth which came out fine. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows thirteen successfully performed treatments. The energy was stable during the whole day. The reported treatment could be identified in the logfile. According to the logfile the treatment of the patient's eye was aborted after a warning message appeared. The user performed a vacuum check without any issue. Review of the logfile for the treatment days prior the corresponding treatment day shows no relevant warning or error messages. No technical root cause is detectable. The system was working within specification. No technical root cause was identified. The possible root cause could be that the patient moved or rolled his eye and so the suction was lost. The manufacturer internal reference number is: (B)(4).